Event description:
There were no reports of patient involvement. However, no additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation. Updated fields: d9, h2, h3, h6, h11. Corrected fields: b5, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion found on the forceps elevator lever and forceps and adhesive around the objective lens was chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for reported failure could not be determined. However, the most probable cause for corrosion on the forceps elevator lever and forceps and chipped adhesive around the objective lens was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope had the elevator is not moving down and the wire snapped. The issue was identified during a reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.